Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system on-site. The power line fuses were confirmed to be open. The fuses were replaced and the issue was resolved. The replaced fuses have not been received by the manufacturer for evaluation. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that the imaging system was not charging and the mobile view station (mvs) was not powering on. Multiple power outlets were attempted without resolution. The mvs circuit board was checked, and the f11/f12 power line fuses were found to be open. There was no patient present when this issue was identified.